Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that over 6 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant had lost osseointegration in type ii bone. Clinician reports pain, bruxism and non-compliance from patient. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation, the event was considered as osseointegration failure. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Also, the dentist has selected an implant design which was not recommended for the patient's bone quality.

Event description:
The clinician reported that over 6 months after the dental implant and abutment were placed in (B)(6) site 13 in the mouth, the implant had lost osseointegration in type ii bone. Clinician reports pain, bruxism and non-compliance from patient. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)